Manufacturer narrative:
Follow-up # 1 ¿ (6/17/2013) the patient¿s test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint passed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where error 4 was observed during control solution tests. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging the meter was displaying an apply sample message after the sample had bee applied to the test strip. There was no indication that the product caused or contributed to an adverse event. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The subject test strips have been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.